Event description:
It was reported that the patient had fallen in (B)(6) 2012 and fractured his back. The reporter thought that his artificial disc replacement discs may have become dislocated, though it was indicated that the patient needed to have a magnetic resonance imaging (MRI) study to determine what had happened. At that time, the patient was in extreme pain and was not getting enough medicine. It was also noted that the patient¿s catheter was at t12, though it was not reported if that was abnormal. The device system was used to deliver morphine. It was later reported that a volume discrepancy was noted where the actual residual volume (arv) of 4.9 ml was greater than the expected residual volume (erv) of 2.5 ml. The patient again noted increased severe pain that had been getting worse over the past 6 to 8 months and they have needed more oral pain medications (dilaudid). The reporter was unsure if the increased pain or the volume discrepancy were related to their fall. The patient was evaluated on (B)(6) 2013 because they needed more oral medications and they wanted an order for an MRI study because of concerns with their artificial disc replacements that were placed in 2007. The reporter noted that an x-ray was done after their fall and showed a fracture at t12. The patient also had a computed tomography (CT) scan and a myelogram performed, the results of which were not provided. The reporter noted that information was brought in to the physician on (B)(6) 2013. It was also noted the pump critical alarm was scheduled to alarm on (B)(6) 2013, thus the patient went in for a refill on (B)(6) 2013, which was when the volume discrepancy was noted. The reporter noted that the physician did not know the reason for the volume discrepancy. The reporter noted that when the patient went in ¿last month for the order for the MRI.¿ the physician also gave them a bolus that day. The reporter did not know if the pump was working properly or not. The reporter indicated the patient has had many issues with their spine and also had ¿problems¿ at l2 and l3. The reporter noted being told by their physicians that ¿I guess the medication isn't going down there¿. The reporter also noted the catheter was at the t6 level and that they were told last year by a physician that the catheter tip could be lowered. The patient previously was refilled every month, but per the reporter, the physician increased the concentration (it was unclear when this occurred), thus the patient subsequently did not have to be refilled every month. It was noted that the patient has had a personal therapy manager (ptm) since implant, but has never had it programmed, and noted that their health care provider (hcp) did not know how to use it, thus the patient has never used it. It was also noted that the patient had gone to their physician 3 days after their fall for a refill, and had asked for an x-ray, CT, or MRI, but it was not ordered at that time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had lost therapy for 9 months to a year. The patient went in every month for a refill and would go one week prior to the critical alarm date. 2.5-2.6 milliliters would be pulled from the pump and then it would be refilled. The patient then was seeing a new health care provider (hcp) and was refilling at the same time as the previous hcp. 4.9 milliliters was withdrawn the first time and 4.9 again the second time. The patient felt there was an issue with the pump or catheter. It was getting removed because it was not taking care of the patient's pain. The pump was being used to deliver morphine. The dosage was brought down from "12" to "4.996." The daily dosage was decreased by 35%. The patient was allowed a bolus every 13 hours. There was not a day scheduled for removal. It was not known why there was more medication being withdrawn from the pump than before. The device did not improve the patient's quality of life. The patient was also having a computed tomography (CT) scan of this whole spine. Artificial discs in the lumbar area were not straight anymore. One was 45 degrees turned and the other was 30 degrees with bone growth covering them up. The patient had previously been on clonidine, dilaudid, morphine, and berevacaine and was "walking around like a zombie" clonidine, dilaudid, and bupivacaine were taken out and the patient took dilaudid orally with morphine in the pump.